Event description:
Boston scientific received information that this left ventricular lead displayed high out of range impedance measurements. In addition, there was no ventricular pacing, increased thresholds; a low intrinsic impedance and loss of resynchronization. A lead revision was performed. This lead was removed, replaced and returned for analysis. Upon removal, visual inspection revealed the lead was pinched at two places. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt, visual inspection revealed the entire lead was returned. Analysis determined the conductor coils were fractured at 34.3 cm from the terminal pin. The fractured area appeared to be at the distal end of the suture sleeve tie-down area. Due to the fracture, no further lead damage could be performed. The fracture likely contributed to the reported clinical allegation.